Event description:
It was reported that a patient underwent a breast augmentation surgery with 550cc mentor memorygel breast implants. Post-operatively, the patient experienced baker grade IV capsular contracture of the left breast and inferolateral migration of her right prosthesis, which were confirmed during a physical exam. As a result, the patient underwent bilateral removal surgery on (B)(6) 2024. This report is for the right prosthesis.

Manufacturer narrative:
Mentor received the device for evaluation and completed a visual inspection of the returned device. Device evaluation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).